Event description:
The customer tested his blood glucose using his contour meter and received a reading of 557 mg/dl. He retested using another meter and received a reading of 177 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New strips were sent to the customer and he is expected to return his stirps for evaluation.